Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on all available information, the reported single leaflet device attachment/slda was due to challenging patient anatomy. The reported poor imaging was due to procedural circumstances. The reportedly, patient effects of recurrent mitral regurgitation (mr) was a cascading event of the reported slda. Additionally, mr is listed in the instructions for use as a known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report single leaflet device attachment/slda and recurrent mitral regurgitation. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted flail leaflet as result of chordal rupture in a1 region and visualization difficulty due to a far lateral position of the clip. On (B)(6) 2021, one clip was implanted, reducing mr to 2. Then the next day, imaging showed that the clip possibly became detached from the one of the leaflets, but remained attached to the other leaflet (single leaflet device attachment/slda), increasing mr to 4. The physician stated that the cause of the slda is most likely due to the pre-existing flail leaflet. Additional treatment was not performed. Further hospitalization and additional treatment is currently being evaluated and has not yet been determined. No additional information was provided.